Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep additionally reported that the event was not resolved. The cause of the posture change sensor not working was undetermined.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for intractable pain. It was reported that the posture change sensor did not work. The only device setting known was: amplitude (v): 3.8-4.0 v (when the patient was in a standing position), 0.8-0.9 v (when the patient was in dorsal position). No x-ray images were available. There were no external contributing factors. The diagnostics/troubleshooting/actions/interventions performed were the patient was placed under monitoring. The issue was not resolved at the time of this report. No surgical intervention occurred, nor was planned. The physician¿s observation about severity was not severe. The patient was alive with no injury. No further complications were reported or anticipated.